Manufacturer narrative:
Corrected data: in the initial MDR, it was stated gender was not provided; however, gender was stated as male, which is correct. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
We received a report that an intraocular lens (iol) was explanted after the patient experienced unexpected post-op refraction. The report indicated that there was a spherical power miscalculation.

Manufacturer narrative:
Patient's year of birth given as (B)(6); gender was not provided.all pertinent information available to the manufacturer has been submitted. Placeholder.